Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Due to character limitations section a1, patient identifier was left blank. The patient identifier is (B)(6). A stryker service representative performed an evaluation of the customer¿s device and was unable to verify and duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Upon inspection of the device lifenet logs, a staff advanced quality engineer verified the occurrence of a watchdog reset. The root cause of the reported issue was traced to the device software. The software was updated to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no harm to the patient as a result of the reported event.